Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test and unexpected restart test. No unexpected error alarms noted during testing. However, error alarm found in alarm history. The pump alarmed due to corrupted history file. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received history check failed alarm, unexpected restart alarm and external ram error alarm. The customer also reported that there was a crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.